Event description:
It was reported that during a procedure at the user facility, the device was stuck in the run position. It was later reported during follow up with the customer that the device did have run on. The procedure was completed successfully with no patient impact, no delay, no medical intervention, and no adverse consequences were reported.